Event description:
Olympus was informed that toward the end of a gynecological (gyn) procedure, the teflon pad detached from the grasping section of the device and broke off. It was noted that nothing fell inside the patient. The device was replaced with another similar device and the intended procedure was completed. There was no patient injury reported. Olympus followed up with the user facility to obtain additional information via telephone and email, but limited information was provided.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The exact cause of the reported incident could not be conclusively determined at this time. If additional information becomes available at a later time, this report will be supplemented.